Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels that ranged from 337 mg/dl to approximately 600 mg/dl; cause unknown. The customer delivered a correction bolus via the pump to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.